Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 12-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). An x-ray was taken at patient¿s post-op appointment. It revealed that the newly implanted lead had moved down two vertebral bodies. The patient was immediately scheduled for a lead revision on (B)(6) 2020. The doctor repositioned his lead to original level and anchored securely. The patient denied any falls. The issue was resolved. No patient symptoms were reported.